Event description:
It was reported that this right ventricular (rv) lead exhibited noise that resulted in oversensing. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information confirmed that further testing was performed for isometrics and noise was not reproducible. However, undersensing, low amplitude, and loss of capture (loc) were observed on this lead. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that resulted in oversensing. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information confirmed that further testing was performed for isometrics and noise was not reproducible. However, undersensing, low amplitude, and loss of capture (loc) were observed on this lead. Further information was received that this lead was explanted and replaced due to a lead fracture. No additional adverse patient effects were reported.